Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump leakage occurred.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned deice. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the ribs of the pump body, indicating contact with sharp instrumentation. A separation on the bladder of cylinder #2. Indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the bladder of cylinder #2 and in the ribs of the pump body occurred subsequent to the device packaging being opened. Based on the evaluation and due to the brief period in-vivo, quality cannot conclude when the instrument separations occurred. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.